Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found connector cracks, electrical contact corrosion, cable flooding, image capture flooding, and scratches on the main body (lens). Based on the results of the investigation, a probable root cause cannot be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a cracked connector section. The reported malfunction occurred during a maintenance inspection. There was no patient involvement, and no reports of patient injury or medical intervention associated with this event.